Event description:
Two mitek vapr se electrodes had had their ceramic tip portion break off sometiime in 2002. The person reporting was in purchasing and could give no further info. The caller gave the name of another individual within the facility, that they thought may have further info. Four voice mails requesting call back were left without response. Little info is known, however if the device was to become damaged in this manner it would have been in use. If this was to recur and the fragment not retrieved, it is possible that pt injury could potentially occur.